Event description:
Device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. It is not know whether the elective replacement indicator was yes or no. Using last unk device settings (approximately 21 months old), the estimated time remaining until the generator reaches end of service was calculated to be 0.74 years (approximately 8.9 months); however, if the pt's device has since been programmed to more aggressive settings, the generator could be at or nearing end of service at this time, possible causing the high lead impedance test result.

Event description:
Product analysis summary: the lead assembly was returned for analysis in one piece. Visual examination found that the lead coils were stretched and spiraled inside the outer silicone tubing. Visual inspection identified 2 lead breaks to the positive coil located 14mm and 32mm from the lead bifurcation. Scanning electron microscopy was performed at tha area of the lead breaks. Scanning electron microscopy identified that a fatigue fracture occurred. Scanning electrom microscopy could not identify the cause of the break because the ends of the wires were smooth as a result of metal dissolution to the coil wires. Scanning electron microscopy also identified pitting on the surfaces of both lead coils. Continuity check using a multimeter was performed. Continuity check did not identify any discontinuities on the negative lead coils. Othe rconditions of the lead were consistent with conditions that exist after the explant procedure. The concomitant device (pulse generator ) was also returned and analyzed. The pulse generator met electrical test specifications. Ther were no visual anomalies identified or observed. The pulse generator did not show any condition that would have contributed to the high lead impedance condition.

Event description:
Further follow-up revealed that the patient underwent ncp system replacement. Both the pulse generator and bipolar lead were replaced. It was reported that there were problems in the operating room; however, no specifics were provided. Review of device programming history revealed that the elective replacement indicator was no, indicating that the generator had not reached end of service.